Event description:
Complainant alleged that the medics were attempting to resuscitate a patient who was in a cardiac arrest condition. The medics applied electrodes to the patient. The medics determined that the patient was presenting a fine ventricular fibrillation heart rhythm, and patient CPR was performed. The medics then administered two 200 joules shocks to the patient. The medics then delivered one 360 joules shock to the patient. Upon the administration of a second 360 joules shock to the patient, an arc was observed emanating from under the sternum stat pad multi-function electrode (part number 89004000, lot number unknown). The device "appeared to switch off and then on again, with the display screen showing a single dotted line". The medics then applied a fresh set of stat pads multi-function electrodes to the patient. The device screen again displayed the patient's heart rhythm. The medics then administered a third 360 joules shock to the patient. The medics reported that upon the delivery of this shock, an arc was again observed emanating from under the sternum electrode. The device continued to display the patient's heart rhythm. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. The complainant indicated that upon the removal of the sternum electrode, it was observed that the patient had sustained a "slight burn to the sternum at the chest area".